Event description:
Hill-rom received a report from the account stating the nurse call button was not working. The bed was located at the account in room 312. There was no patient/user injury reported.

Manufacturer narrative:
The hill-rom technician found the caregiver panel inoperative. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unknown if the facility preformed any other preventative maintenance on this bed. The technician replaced the caregiver panel to resolve the issue. Based on this information, no further action is required.